Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of (B)(6) results for 1 patient sample tested for elecsys cmv igm immunoassay (cmv igm) on a cobas 6000 e 601 module. The initial result from the e601 module was (B)(6). This result was reported outside of the laboratory. On (B)(6) 2019 a different tube drawn at the same time as the original was repeated on the e601 module with a result of (B)(6). The sample was tested by the mini vidas method and the result (B)(6). The patient was also tested at a different laboratory using the abbott architect method and the result was "(B)(6)." The actual result was not provided. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). Pinch tubes were last replaced on 11-mar-2019. Liquid flow cleaning was last performed on 26-apr-2019.

Manufacturer narrative:
The last calibration and qc performed were acceptable. The reagent is performing within specification. The customer returned one sample for investigation. Elecsys cmv igm:0.409 coi ->non-reactive, elecsys cmv igg: 631 iu/ml (after 1:20 pre-dilution) ->reactive, elecsys cmv igg avidity: 79.7 % ->high-avid , recomline cmv igm: non-reactive , recomline cmv igg: reactive. The cmv igg results were confirmed as non-reactive which is supported by the recomline cmv results. These results are consistent with that of a patient with a remote infection. The reagent is performing within specification and no product problem could be found.